Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty attaching and removing the luer lock connector when inserting a new cartridge, requiring force to lock and prying to remove, rendering the connector nearly unusable. Symptoms included no reported adverse clinical effects. Outcomes included no impact to clinical status and no hospitalization. Investigation included collection of user report details and request for connector lot information, with replacement connectors provided for troubleshooting. Investigation of this case revealed a suspected connector fitment or mechanical interference at the luer lock interface consistent with a connector component issue. It was concluded, based on previously established findings for similar reports, that the cause was probable device component malfunction related to connector fit tolerances.